Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device shut off. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device shut off. It was initially reported the device was in use, however, philips received clarification the issue occurred during testing. There was no patient involvement.